Event description:
This is a spontaneous report received from a distributor for hyalgan and concerns a pt. The pt's concomitant medications and medical history have not been provided. On an unspecified date the pt was injected with hyaluronic acid (hyalgan), dose and indication were not provided. "Days" later the pt experienced a myocardial infarction. The outcome to this event was not reported. A causality assessment was not reported.